Event description:
It was reported that there was an issue with filling the cartridge, which was identified through the customer's survey response. There was no adverse impact to the customer¿s blood glucose level. The customer declined any follow-up actions, and no further information regarding the outcome of the event was received.